Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The filter was visually inspected; no defects noted. The filter was irrigated, no occlusions noted. A review of manufacturing records found the device conformed to specification prior to distribution. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, that a vps valve system was blocked post implantation. The device was removed and the physician did an intraoperative check, the holter inline shunt filter was clogged. The physician had to use a syringe containing water was used to unclog it.